Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction: h9 no applicable corrective action number.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit had some light-emitting diodes on the digital bar graph of the front panel that do not light up. Additionally, the pressure valve was rusted and corroded. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: based on the information obtained, it was not possible to estimate the cause of this malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.